Event description:
It was reported that the patient had increased intraocular pressure one day post operatively. Patient was noted to have 1-2 (+) striae. It was stated that the surgeon performed a lateral incision to aspirate, lowering the intraocular pressure on day one (1) post-op. In addition, it was stated that no other intervention was required. Patient noted to be doing well.

Manufacturer narrative:
Duet (B)(4): manufacturing record review: all results were within specifications. No deviations were noted. All finished product chemical and microbiological testing was confirmed to meet finished product specifications. Batch related environmental monitoring controls e.g. Air sampling and surface sampling on aseptic packaging met specified limits. Healon (B)(4) manufacturing record review: all results were within specifications. Four deviations were noted that were determined not to be related to this complaint. All finished product chemical and microbiological testing was confirmed to meet finished product specifications. Batch related environmental monitoring controls e.g. Air sampling and surface sampling on aseptic packaging met specified limits. Visual examination of a retained sample from the same lot was within specifications. No visible defects were found on the package, solution or cannula. In addition these chemical components for the retained sample were evaluated: zero shear viscosity and assay for sodium hyaluronate; both were within specifications. Healon duet manufacture date 02/21/2013. Additional information supplied in follow up #1: healon manufacture date 01/21/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Abbott medical optics (amo) distributes healon duet. Healon, manufactured by amo, is a component of the kit. For this report, the lot number of the healon in the kit is um30038 expiry 12/31/2015 and manufactured on 01/01/2013.

Manufacturer narrative:
Additional information received: healon endocoat lot no. 024714, date of manufacture: 11/26/2012, expiration date: 10/31/2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records for the healon duet endocoat was conducted. Review of manufacturing batch records found no deviations that could likely contribute to the reported increase of iop (intraocular pressure) reported following the use of healon endocoat for duet lot 024714. All product testing met specification for both in-process and final release. The testing of the archive samples for lot 024714 confirms the results from the final release testing. Review of the complaint database found no other complaints associated with elevated iop (intraocular pressure) for all finished device lots produced from the source lot #024692. The reported issue is consistent with known potential reactions observed after the use of dispersive ovd's as indicated in the IFU (instructions for use). Based on the review of the complaint database and the manufacturing batch records, the root cause of the reported issue is not likely associated with a manufacturing assignable cause. The in-process and final product characteristics were reviewed in relation to the complaint. Based on the batch review and final product testing performed, the data indicates the lot meets specification. Testing of the archive samples confirms the results of the final release testing and adherence to specifications for this lot. Review of the manufacturing batch records found no deviations that could likely contribute to the reported increased iop reported following the use of healon endocoat for duet lot 024714. Based on the review of the archive sample testing, complaint database and the manufacturing batch records, the root cause of the reported issue is not likely associated with a manufacturing assignable cause. (B)(4) will continue to monitor and trend complaints of this type. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). For this report, the lot number of the healon in the kit is um30038, expiry 12/31/2015 and manufactured on 01/21/2013. (B)(4). All pertinent information available to abbott medical optics has been submitted.